Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited sensing of atrial events simultaneously with ventricular beats approximately one day post implant. The ra lead remains in use. No patient complications have been reported as a result of this event.